Event description:
It was reported that the patient reported feeling reduced effort tolerance over past few weeks. The implantable cardioverter defibrillator (ICD) was beeping for weeks. Interrogation revealed high atrial lead impedence. There was loss of capture, oversensing and possible fracture. Device reprogrammed to vvir. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Atrial impedance alert triggered greater than 3000 ohms; multiple lead noise episodes confirmed; beginning (B)(6) 2014. Atrial sensing integrity counts incremented to 156464; unable to assess capture threshold. (B)(4).